Event description:
On the morning of (B)(6) 2025, my husband placed our daughter in her medical grade zippy voyage stroller to leave for school. When he went to put the brake on to shut the garage door, her seat slid off of the base, and she hit her head and face on the concrete driveway. I had used the seat and stroller the day before to go to therapy. I made sure when I placed the seat back on the stroller base, that it latched and I locked it, because I did it twice to make sure. And I even tugged on the seat, because I don't always trust that it latches right. There was a trip to the emergency room, where they gave her pain meds, got an x-ray, and observed her for 3 hours to make sure there wasn't a concussion. She was sent home after that. She has a huge bump on her forehead, road rash on the left side of her face and lots of bruising/swelling. After this happened, I went back to the stroller and tested it a few times. Taking the seat off, putting it back on, and locking it. I did it 5 or 6 times. There was one time that, even though it latched and said it was locked, the seat still came off the base when I tested it. I don't feel comfortable using this stroller anymore! I've told national seating and mobility that I want someone out here to look at it asap.